Event description:
Nurse allegedly tripped over power cord and received strain of her lumbar region and strained her knee, shoulder and back. No product malfunction has been alleged at this time. Manufacturer's investigation is ongoing. If additional information is received, a follow-up report may be submitted.

Manufacturer narrative:
The customer stated that there was no malfunctions with the product and reported that the event had occurred due to the caregiver not noticing the power cord on the ground.

Event description:
Nurse allegedly tripped over power cord and received strain of her lumbar region and strained her knee, shoulder and back. No product malfunction has been alleged at this time. Manufacturer's investigation is ongoing. If additional information is received, a follow-up report may be submitted.